Event description:
It was reported that inconclusive markings were found on iegms of merlin.net episodes. The patient was being monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.